Event description:
A symptomatic patient experienced diaphragmatic stimulation. It was noted that the lead had perforated. The lead was repositioned from the apex to the septal wall.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.